Manufacturer narrative:
Trend analysis of the lot did not discover any reports of complaints with similar failure modes within the lot. The device was not made available for investigation, nor were any pictures.

Event description:
Patient adverse reaction: swelling and redness on scalp and forehead, swelling of eye area, rash and redness on legs.